Event description:
It was reported that the packaging bag for a titanium adapter was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, however a photographic image was provided for evaluation. Visual inspection of the image verified the reported condition of damaged packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.